Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient has an infection. Information was received that the patient noticed that her lead was exposed in the past but there was no associated pain. It was noted that the patient had an infection at the vns site and underwent surgery to replace the wires and relocate the device to a different location. There is no confirmation that the lead was replaced. It was noted that the patient feels better since this was done. It was later stated that despite the surgery, the lead is still showing up on the patient's skin. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient noted that her wires are hanging out and she covered them with a bandage. It was noted that the lead is protruding through the chest wall. The physician believes that the likely cause of the infection and extrusion is due to the patient picking at her scars. The nurse was unable to confirm if the issues were occurring at the chest or neck site, or if the patient's lead was ever replaced. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.